Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not discharge energy when the paddle discharge buttons were depressed, during the 30 joule test defibrillation test. There was no pt involvement during the reported malfunction.